Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device handpiece did not work the buttons. During service and repair evaluation, it was observed that the trigger was blocked, jammed and heavy moving. It was further noted that the device failed pre-test for attachment coupling, cannulation, off/oscillation/on switch mode function, oscillation angle, switching function, triggers, electronic control unit function, compatibility between colibri/sbd and collbri 11/sbd. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.